Event description:
New information received indicated that the lead was capped and replaced due to loss of capture.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that after a myocardial infarction, left and right ventricular thresholds had increased. The physician opted to implant a new right ventricular lead.